Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the bb starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. No occlusion alarms observed in the available pump history. The pump was exercised for 24hrs with no occlusion alarms duplicated. Pump was manually occluded for testing purposes. Pump displayed an "occlusion alarm" message on the screen along with vibrate and audible features. Occlusion alarm feature found to be functioning properly. The available tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an occlusion (absence of occlusion alarm) issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with nausea and polydypsia. The patient was treated at the doctor¿s office. This report is being made due to the bg excursion the patient experienced due to an alleged absence of occlusion alarm.